Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. An xtw clip was inserted and was advanced under the valve. However, the clip became anterior mitral valve leaflet. Tissue seemed to be behind the gripper/fixated at the shaft. Standard troubleshooting was performed, but the clip was unable to be removed. It was also observed that the posterior gripper didn¿t lower sufficiently. The clip was able to be deployed on the leaflets, but after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). For treatment, two additional clips were implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The reported difficult to open or close-gripper actuation ¿ single, entrapment of device and incomplete coaptation-intraprocedure during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) and single gripper actuation issue cannot be determined. The reported slda, however, per the physician is related to procedural conditions associated with the clip becoming caught in anatomy and single gripper actuation issue. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.